Event description:
Drive medical has rec'd a summons from claimant's attorney complaining about an incident involving a large base quad cane allegedly imported and distributed by drive medical. The attorney letter stated that the claimant was using the quad cane at home when it allegedly broke in half causing him to fall. The claimant sustained a cracked femur, broken patella and broken ball joint in hip. This MDR report is based on a claimant's attorney statement.